Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump may not be delivering properly. The customer reported that she was unable to see drops coming out of the tubing. Blood glucose level at the time of the call was 350 mg/dl. The customer also reported that they had been hospitalized due to high blood glucose levels and diabetic ketoacidosis. Blood glucose level at the time of admission was over 600 mg/dl. During the call, the customer declined completion of troubleshooting and requested that the insulin pump be replaced. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.